Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken main tube at the base of the proximal clevis. No material was found missing. Components adjacent to this broken main tube do not show damage. A review of the provided image was performed, and the following additional information was provided: it looks like the main tube was broken and the proximal clevis has been dislodged from its normal position on the main tube as a result.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, intuitive surgical inc. (Isi) rep. Reported from off site to that they were contacted by the site, and they said that the tip of a prograsp forceps instrument broke while the jaws were bent, and they were unable to remove the instrument. The onsite logs show errors 282, 31009 on arm #1. The site had to remove the instrument, cannula and arm #1 all at once. After removing arm #1, they were able to remove the instrument. The site then installed a new cannula and another prograsp instrument on arm #1. The customer had to upsize the port site to take the instrument out. A new cannula and prograsp were put in. No fragments fell and a visual check was done. The site was proceeding with the case. The arm #1 appears to be working normally. The rep. Reported no fragment fell into patient and no patient injuries. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 26-nov-2024, intuitive surgical, inc. (Isi) received FDA medsun report with uf/importer report #(B)(4) stating: during robotic procedure, the prograsp was placed through the robotic port and once the surgeon viewed the instrument, he noticed it was fractured at the rotation point. Instrument was unable to be pulled out of the port, so the port was removed with the instrument still in it. Instrument was removed from the field and sent back to the company, and a new prograsp and port were used for the procedure.